Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported that a percuflex plus stent was used in a ureteroscopic lithiasis procedure, and it was noticed that the stent had a kink mark. The procedure was completed with another percuflex device. There were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6 device code a0406 captures the reportable event of stent kinked. Correction to block e1: initial reporter address 1, initial reporter city, and, initial reporter zip/post code upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was kinked in two sections. The box and the positioner were also returned, however, the suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the faults found on the device do not present a clear conclusion as to what could have generated the issue. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a percuflex plus stent was used in a ureteroscopic lithiasis procedure, and it was noticed, that the stent had a mark kink. The procedure was completed with another same device and there were no patient complications reported.